Event description:
It was reported that while preparing the intraocular lens (iol) for surgery, lens had overridden in the cartridge. Lens was reloaded and upon insertion into the patient¿s eye, physician noted a tear in the lens. Lens was removed with an incision enlargement. A replacement lens was placed to complete the procedure. No patient complications were reported. No further information has been received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that only approximately half of the lens with an attached haptic was returned. Also, residual (debris/particles) compatible with handling the lens out of sterile environment were observed. The lens condition is consistent with a lens that has been removed from the patient¿s eye. Due to the received condition of the lens, no further testing could be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results shows a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Gender - unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.